Event description:
The device would not power on when connected to the patient. Another squad arrived on scene with their device of same model. The battery from that device was inserted into the original device. The device then powered on and was used without further incident. The patient was not resuscitated. The reporter indicated patient outcome was not affected, due to continued device use with the backup battery.